Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. A blank display was observed and the display screen was found to have cracked when the pump casing was opened to investigate. The required performance test was not conducted due to the blank/damaged display screen. The investigation was unable to fully investigate the reported dim display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was very dim and barely visible. Reporter stated that there was no trauma or moisture exposure to the pump, and issue was not resolved with battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.